Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor memorygel breast implant 325cc gel breast prosthesis, cat. #3543257, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 325cc gel breast prosthesis that ruptured after implantation. Rupture was diagnosed by mammogram and a physical examination. As a result, the patient will undergo a bilateral explantation and replacement with mentor gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 04/10/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 04/19/2018, mentor received additional information about the event: explantation date was originally reported as (B)(6) 2018. New information states that explantation date is (B)(6) 2018. Patient¿s explanted devices were replaced with mentor memorygel breast implant 325cc gel breast prostheses explanted devices could not be safely decontaminated and were both discarded by user facility. Manufacturer¿s reference number: (B)(4).